Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea in 2016, depressive symptom in 2015, uti in 2013, vaginal infection in 2011 and malaise, pollakiuria, dysuria, asthenia, ovarian pain, menses irregular, contact dermatitis, hives, pruritus, anxiety, frontal headache, spontaneous abortion, parity 3, multigravida (pregnancies 4) and smoker. Previously administered products included: implanon and oral contraceptive nos. Past adverse reactions to the above products included: erratic menstrual bleeding with implanon. As concurrent condition the report mentioned dizziness since 2014. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), syncope ("syncope"), vomiting ("vomiting") and headache ("headaches") and was found to have weight decreased ("weight loss of 45 kg to 38"). The patient was treated with xeristar (duloxetine hydrochloride), mirtazapine, diazepam, paracetamol and kefloridina [cefalexin] as well as surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, syncope, vomiting and weight decreased were unknown. The reporter considered genital haemorrhage, headache, pelvic pain, syncope, vomiting and weight decreased to be related to essure administration. The reporter commented: placement of essure devices in both tubes: 7 coils visible in the left orifice and 7 coils in the right orifice. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): uterus in anteversion, endometrium 5 mm, intratubal essures. Adnexal areas without findings. No fluid in douglas [magnetic resonance imaging head] on (B)(6) 2014: without significant alterations in the morphology and signal of the brain parenchyma, brainstem or cerebellum [pathology test] on (B)(6) 2019: hysterectomy with bilateral salpingectomy. The uterus measures 6 x 4 x 2 cm and contains a 5 cm long and 1.5 x 1.4 cm left tube and ovaries (blocks 1a and 1b). The right tube is separated from the body and measures 5 cm in length and is attached to a 1.5 x 1.4 cm ovary (block 1c). A separate 2.3 x 0.5 cm tube fragment with a spiral metal framework (block 1d) is received. A 0.8 cm endometrial polyp was identified in the posterior area of the uterine fundus (block 1i). The cervix appears macroscopically incomplete. Anterior and posterior sections of the cervix in blocks 1e-1f. Anterior endometrial sections in blocks 1g-h and posterior in blocks 1i-j microscopic description 1) the left ovary contains a cystic follicle. No microscopic alterations are observed in the left tube. The segment of the tube with the metallic material does not show epithelial alterations or inflammation of the wall. Histiocytes are only identified in the lumen of the tube. The cervix and endometrium do not contain significant inflammatory changes or dysplasia. An atrophic endometrial polyp is identified. Diagnosis 1) hysterectomy with bilateral salpingo-oophorectomy: absence of inflammatory changes. Atrophic endometrial polyp. Cystic follicle in the left ovary. Intratubal metallic structure without inflammatory changes [ultrasound scan] on (B)(6) 2012: essures appear normally inserted in both tubal orifices. Abundant intestinal gas that makes it difficult to visualize them; (date unknown): uterus in anteversion, normal. Linear endometrium. Both essures are seen. Adnexal areas without findings. Abundant intestinal quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea in 2016, depressive symptom in 2015, uti in 2013, vaginal infection in 2011 and malaise, pollakiuria, dysuria, asthenia, ovarian pain, menses irregular, contact dermatitis, hives, pruritus, anxiety, frontal headache, spontaneous abortion, parity 3, multigravida (pregnancies 4) and smoker. Previously administered products included: implanon and oral contraceptive nos. Past adverse reactions to the above products included: erratic menstrual bleeding with implanon. As concurrent condition the report mentioned dizziness since 2014. On (B)(6) 2011, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), headache ("headaches"), vomiting ("vomiting") and syncope ("syncope") and was found to have weight decreased ("weight loss of 45 kg to 38"). The patient was treated with xeristar (duloxetine hydrochloride), mirtazapine, diazepam, paracetamol and kefloridina [cefalexin] as well as surgery (hysterotomy & bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, vomiting, weight decreased and syncope were unknown. Essure was removed on (B)(6) 2019. The reporter considered genital haemorrhage, headache, pelvic pain, syncope, vomiting and weight decreased to be related to essure administration. The reporter commented: placement of essure devices in both tubes: 7 coils visible in the left orifice and 7 coils in the right orifice. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): uterus in anteversion, endometrium 5 mm, intratubal essures. Adnexal areas without findings. No fluid in douglas [magnetic resonance imaging head] on (B)(6) 2014: without significant alterations in the morphology and signal of the brain parenchyma, brainstem or cerebellum [pathology test] on (B)(6) 2019: hysterectomy with bilateral salpingectomy. The uterus measures 6 x 4 x 2 cm and contains a 5 cm long and 1.5 x 1.4 cm left tube and ovaries (blocks 1a and 1b). The right tube is separated from the body and measures 5 cm in length and is attached to a 1.5 x 1.4 cm ovary (block 1c). A separate 2.3 x 0.5 cm tube fragment with a spiral metal framework (block 1d) is received. A 0.8 cm endometrial polyp was identified in the posterior area of the uterine fundus (block 1i). The cervix appears macroscopically incomplete. Anterior and posterior sections of the cervix in blocks 1e-1f. Anterior endometrial sections in blocks 1g-h and posterior in blocks 1i-j microscopic description 1) the left ovary contains a cystic follicle. No microscopic alterations are observed in the left tube. The segment of the tube with the metallic material does not show epithelial alterations or inflammation of the wall. Histiocytes are only identified in the lumen of the tube. The cervix and endometrium do not contain significant inflammatory changes or dysplasia. An atrophic endometrial polyp is identified. Diagnosis 1) hysterectomy with bilateral salpingo-oophorectomy: absence of inflammatory changes. Atrophic endometrial polyp. Cystic follicle in the left ovary. Intratubal metallic structure without inflammatory changes [ultrasound scan] on (B)(6) 2012: essures appear normally inserted in both tubal orifices. Abundant intestinal gas that makes it difficult to visualize them; (date unknown): uterus in anteversion, normal. Linear endometrium. Both essures are seen. Adnexal areas without findings. Abundant intestinal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.